Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-00940. The patient had two extensions for off-label use. It was reported high impedance was found via diagnostic testing. As a result, the patient underwent surgical intervention. During the procedure, the doctor disconnected the extensions from the ipg, wiped them down, and reconnected them to the ipg. Unfortunately, high impedance remained. In turn, the high impedance was isolated to the extensions. As a result, the extensions were explanted and replaced. Effective therapy was present post-op. Note: concomitant medical products and therapy dates related to the patient's leads are unknown.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-00940.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-00940.